Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the scrub was setting up during a total laparoscopic hysterectomy, they noticed a small, metal piece on the table. After looking around, they realized it was from the end of the device. A second handpiece was opened and used. When the scrub went to remove the needle with a hemostat, the needle broke off on to the table, but the other part was still stuck in the handpiece. The missing metal piece and the broken needle happened at the back table, not the surgical field. A third device was opened and used to complete the case. There was no patient injury.